Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: device received with microswitch that has a bent lever arm, discolored line cord, gouges in the pole clamp, corroded quick connect, enclosure has a crack under the quick connect, water tank is stained with black contamination, water tank cover is cracked on the bottom, out dated printed circuit board (pcb) and out dated power switch. Functional testing found the bottom of the device started leaking right away. Root cause was attributed to a cracked water tank cover. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventative maintenance testing the device was leaking from the bottom. No patient involvement was reported. No harm, injury or adverse effects occurred.